Manufacturer narrative:
Concomitant medical products: 305u225 tissue valve implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection with streptococcus bacteria. Vegetation on the right ventricular (rv) lead was present. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.